Manufacturer narrative:
This report is submitted on august 6, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a performance decrement. As a result the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 28, 2018. (B)(4).